Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2,000 mcg/ml at 1,105 mcg/day) via an implanted infusion pump. It was reported the patient was seen to have a pump refill, but the hcp wasn't able to access the reservoir because the pump had flipped. The patient did not recall the pump flipping and there were no known environmental factors contributed to the issue. No interventions had been taken at this time. A surgery was planned, but no date had been set to have the pump flipped back and sutured down in the pocket. The issue was not resolved at this time.